Manufacturer narrative:
There is no indication service was dispatched for this incident. A definitive cause of the incident is unknown.

Event description:
The affiliate reported the customer alleged discrepant low mean cell volume (mcv) results, without system generated flags, for one patient involving unicel dxh 800 coulter cellular analysis system. The customer indicated during sample analysis, h&h check failed messaged displayed. Subsequent testing of the same patient sample on the original and an alternate unicel dxh 800 system recovered similar results. The customer retested the same patient sample on coulter act diff 2 analyzer and received a slightly higher mcv result and was considered correct. The discrepant results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident.